Event description:
New information indicates that the helix of the ventricle lead was unable to extend after implantation inside the patient¿s body, but no malfunction was noted on the lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle the lead's helix was unable to extend. The lead was not used and replaced. There were no patient consequences.